Event description:
I was getting dermal injections almost every other month since (B)(6) 2018. My last two injections were (B)(6) 2018 and (B)(6) 2019. On (B)(6) 2019: I noticed a hard nodule (size of quarter) growing on cheekbone near temple. On (B)(6): another nodule appeared on the right side same place. On (B)(6): new nodule on left side of chin. Cheekbone nodules were spreading around eyes, nose, up temples and on cheeks causing pressure, pain and disfigurement. All nodules began at injection sites. Dr (B)(6) ((B)(6)) was the one who did all my injections and he was out of the country for all of (B)(6). I contacted his emergency line twice but there was no voicemail and no return call for two days. I was seen by my pcp doctor on (B)(6). We spoke to dr (B)(6) on the phone at that appointment and he recommended prednisone treatment which I started that day and am still on today. My pcp referred me to dermatology on (B)(6). I received two steroid injections into two nodules on left side of face as test. Symptoms worsened giving cause to believe there was a biofilm infection. On (B)(6): I was seen by dermatology specialist (dr (B)(6) at (B)(6)) who blamed dr (B)(6) for my issue. She prescribed antibiotics but refused to treat me with hyaluronidase because of the lack of medical records and product information that was used by dr (B)(6). I had to talk to doctor via text sending photos etc because of bad reception and he refused to tell me when he was returning from out of the country. I was demanding my records via text so I could get treatment and let him know he was supposed to have back up staff available for this while out of the country. On (B)(6): went to dr (B)(6)'s office to meet with his 'back up' who was an rn with no experience in hyaluronidase injection and to pick up medical records. Assistant was reluctant to treat me and advised I continue prednisone then switched antibiotics per dr (B)(6)'s instruction. The two medical records I received were for my last two visits only, and they didn't include the filler injection information, only botox. On (B)(6) 2019: I was admitted to ER at (B)(6) due to severe pain in face, fluid filled sacks under eyes, nodules appearing in corner of eyes impacting vision, and disfigurement. I was unrecognizable. (B)(6) ER did a CT scan of my face to reveal "granulomatous disorder of the skin and subcutaneous tissues, unspecified" and another steroid injection into my quad was given before release. Hyaluronidase injections were refused by ER due to same reason dermatology specialist gave. On (B)(6) 2019 met with (B)(6) board certified cosmetic specialist, dr (B)(6). He confirmed the medical records provided by dr (B)(6)'s office were incomplete and didn't reference any specific product numbers. I asked if he felt this was the fault of dr (B)(6) and he said "yes". He also suggested I go to the media for assistance with getting my full medical records from dr (B)(6). I texted dr (B)(6) and let him know what dr (B)(6) recommended, threatening "for the last time, when are you returning from out of the country and I want a copy of all my medical records." He never responded but said he would have staff with second opinion available for me in his office on (B)(6) at 11am. On (B)(6): saw dr (B)(6). He flew back from europe. I had one hyaluronidase injection in left nodule and asked again for medical records. He said he'd have it by (B)(6) and had an appointment with juvéderm rep on (B)(6). On (B)(6): dr (B)(6) gave me more hyaluronidase injection and copies of medical records (and legal forms). On (B)(6) to present: swelling going down but comes and goes randomly. Nodules still there and spreading to other areas in the face and lips. New symptoms of blood in stool. Still soaking sheets at night. On (B)(6): dr said juvéderm is blaming him but he is blaming the product juvéderm. On (B)(6): (B)(6) wants me to take blood tests due to blood found in stool.